Event description:
Customer's husband reports he could not test customer because he could not obtain a good blood drop while using the compact plus system. Husband reports customer was dazed and staring into space; he states he tried to treat customer with chocolate, but she could not swallow it. Husband reports he called 911 and emts came and checked customer's blood glucose; result received and treatment provided was unk. Husband states emts took customer to the hospital, they tested her and he believed they gave customer some insulin; blood glucose result was unk. Husband reports customer was in the hospital for 2 days. No control info was provided. A request was made for return of the suspect product and a replacement was sent.